Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and then the display went blank. After a new battery was inserted, the insulin pump alarmed battery out limit. Customer's blood glucose level was 479 mg/dl. The device was not returned.